Event description:
It was reported that the user experienced repeated occlusion alerts with a contact detach infusion set shortly after connecting to the pump, which persisted across multiple supply changes and resolved only after a restart, a dry run, and a full supply change; the issue involved an obstruction of flow and pertained to the connector/coupler component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Customer care performed investigative communication and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.